Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. Attempt was made to reboot the system without success. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer did not provide any further approval, therefore philips did not perform any work on the system and no additional information could be obtained from the customer. The codes were updated based on the investigation outcome.